Manufacturer narrative:
The lot number for the device was provided, and a lot history review was performed. The device was not returned for evaluation, however, medical records were provided for review. The investigation is confirmed for migration and perforation. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old male who's weight was not provided.